Event description:
It was reported that the catheter was placed according to hospital protocol and under ECG monitoring and echo probe puncture guidance. The spring wire guide (swg) and catheter placement was successful and uncomplicated. Dialysis was started and after 75 minutes, the pt went into shock. They attempted to use the venous lumen for volume infusion, but the pt went deeper into shock. The arterial lumen was occluded and the pt was taken to emergency. An echo was performed and they discovered a pericardial effusion and perforation to the right atrium. The pt was then taken to the operating room. At some point, CPR was initiated. Due to the length of the CPR, a small perforation of the right ventricle was also noted. It was repaired with a sternotomy and teflonpatch. The pt is in the intensive care unit (ICU). Additional info received on (B)(6) 2011 indicated they performed a heart massage, but no data to indicate the pt stopped breathing. When the pt initially went into shock, the venous lumen was used for fluid administration. Pt remains in ICU.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.